Manufacturer narrative:
A device evaluation was performed by our service department. Root cause is unk because the device performed to specification and to its intended use. The service departement did not find any problems with the device. The device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators.

Event description:
The pt complained of a jolt during an electrotherapy treatment.